Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and itchy spots. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a jemako cream for the skin irritation. Follow up indicated that the skin irritation improved.